Event description:
The hospital reported that during a coronary artery bypass procedure, heartstring iii seal became stuck and was able to deploy. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance reported in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the delivery device was received outside of the loading device. The seal was inside the body of the loading device. The safety lock and white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint for failure to deploy could not be confirmed; however, the complaint was confirmed for failure to load. (B)(4).